Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: device was returned with kinks evident along the distal shaft, proximal to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th stent wraps with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency was not verified due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity coronary drug eluting stent to treat a moderately tortuous and mildly calcified lesion, located in the proximal circumflex artery, exhibiting 98% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. It was reported the stent failed to cross the lesion, due to the steepness and chronic calcification of the lesion. Device analysis identified stent deformation. It was informed that the event was due to the use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.